Event description:
A patient developed a pneumothorax during recovery from a CT guided biopsy of lung mass. Interventional radiology placed the uresil tru-close thoracic vent on the patient. The patient was sent to the floor with a pink sheet "information for patients and nursing" and a plastic bag containing obturator and tubing. The patient developed difficulty breathing the next morning. Nursing staff was not familiar with device waited for the doctor instead of clamping the tubing on device. Four days later patient developed a pneumothorax. On the 8th day it could not be resolved with the tru-close. The patient had to have the thoracic vent removed and another chest tube inserted to resolve the pneumothorax. The issue with education and training not provided to floor nursing staff or pulmonologists for device has been set up by CT staff. Measures are underway to educate nursing and physician staff.======================manufacturer response for thoracic vent (chest tube), tru-close thoracic vent======================education is planned for physician (pulmonologists) office.